Event description:
On 16-oct-2019: follow up information was submitted because complaint investigation results of returned used devices (6 tubing), showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping, the infusion set tubing detached from the set at the quick release which led to increase in his blood glucose level. The site was either side of abdomen area or leg area and the pump was located on the same side as the insertion. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
(B)(4). Event occurred in the united states. The patient reported that while sleeping, the infusion set tubing detached from the set at quick release which led to increase in his blood glucose level. The site was either side of abdomen area or leg area and the pump was located on the same side. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.